Event description:
It was reported that while performing left heart bypass during a thoracoabdominal repair, the touchscreen on our medtronic 560 failed to respond. This resulted in having to stop the equipment in order to fix the issue. This delayed support of the patient approximately 2 minutes. According to the attending physician there was no harm to the patient from this incident. FDA safety report ID # (B)(4).